Event description:
The instrument was returned for evaluation and repair with a report of a broken scissor blade. There was no report of patient impact or injury.

Manufacturer narrative:
(B)(4): the product repair technician found one of the mobile blades is broken. The broken fragment was recovered and returned with the instrument. No electrical insulation issue was noticed. No manufacturing or material defect was found. The most probable cause is an excessive effort or a shock [dropped] during reprocessing or use. Results ¿ mechanical shock problem. (B)(4).